Event description:
11/18- left plantar foot - 5th mtp area- full thickness ulceration with pale pink wound bed. No sign of infection. Granulation tissue is present but is flat. 11/24- last week we placed primatrix # 1. Today he presents having increased drainage from the site. The wound measures sl increased in size and depth. Wound base is red and granular. Plan today to start doxy, get culture. Will use iodoflex this week and will plan to hold on placement of graft for now.